Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed with a "no disposable clamp tubing". It had stopped and continued to alarm. At the time of the incident, the reservoir volume was 87.8 ml, the infusion rate was 2.2 ml per hr, and 16.25 ml had been delivered. Troubleshooting was performed but the alarm persisted. The above steps were repeated a second time with the same results. The patient was instructed to turn off the pump, close the clamp closest to the port, and per special facility instructions was advised to visit the clinic in the morning. The medication being infused was 5-fu. The patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.